Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a13- watchdog timeout. The customer¿s blood glucose level was unknown. Customer states pump was dropped and it immediately started beeping loudly. The customer was assisted with troubleshoot for blank display. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. No audio/beep noted during testing. Pump unable to confirm watchdog timeout alarm due to blank display. Insulin pump received cracked battery tube thread, cracked reservoir tube lip and cracked reservoir tube noted.